Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys myoglobin stat immunoassay result for one patient sample. The initial result was 37.21 ng/ml and was reported outside of the laboratory. The physician doubted the result because of the previous results for this patient. The sample was repeated with a 1:10 dilution and the result was 17454.0 ng/ml. This result corresponded to the previous results for this patient. There was no allegation of an adverse event. The reagent lot number was 198803. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes for this type of event include issues with sample quality or insufficient analyzer maintenance. As the customer used a sample tube with a diameter below the stated specification and a too short centrifugation time was used, a preanalytic issue was suspected. The provided analyzer alarm trace did not indicate any issues.